Manufacturer narrative:
The pump was received with severely scratched display window, cracked case at display window corners, cracked reservoir tube lip.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states there are scratches and crack on the screen. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would be replaced and returned for analysis.